Event description:
A caller reported experiencing a data error alert 4 after the pump ship date. The customer's blood glucose level was between 54-500 mg/dl, indicating no adverse impact. Customer technical support decided to replace the pump, advising the caller to continue using the current pump in the meantime. Comprehensive instructions were provided to the caller regarding the use of the replacement pump, including software updates and storage mode procedures. The caller was also instructed to return the problematic pump using the provided pre-paid label and ups return box.